Event description:
Country of complaint: (B)(6). Complaint states: for three of the four sutures the needle came off as soon as the operating room assistant took the novosyn out of the package. The fourth one came off as soon as it went through the tissue.

Manufacturer narrative:
Us reporting agent notified on: (B)(4) 2014. Manufacturing site evaluation: samples received: 3 unopened pouch. There are no previous complaints of this code/batch. (B)(4). Pack received is tight. We have tested the needle attachment of the closed sample received and the results fulfill the requirements of the OEM. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill OEM requirements. Corrective/preventive actions: not applicable. Final conclusion: the complaint is not corresponding (not justified).